Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged and during a lead revision was electively explanted when tissue in the helix coil prohibited the lead from being repositioned.